Event description:
The customer reported a loss of audio. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the vs3 monitor no longer provided sound. The solutions center (sc) technical support engineer (tse) provided troubleshooting assistance via telephone and determined that the "alarm silence" button (membrane switch) on the monitor was pressed on and couldn't be turned (pressed) off. The tse shipped the customer a replacement front panel membrane switch which they replaced themselves to resolve the issue. There have been no further calls received from this customer for this issue. This failure mode has minimal health risk because it would be obvious to clinicians that alarms cannot be activated. Consideration of this complaint and similar complaints supports that there are no design, manufacturing, materials, or labeling problems. No further calls have been logged for this customer issue. No further investigation or action is warranted.